Event description:
Patient was in v-tach and monitor did not alarm at nursing station. Nurse was charting at nursing station and looked at monitor to find patient in v-tach. Staff responded to patient's needs. Family chose to make patient dnr and patient expired. Unknown why monitor did not alarm. MFR was contacted. This event and testing occurred but no duplication or error could be completed.